Manufacturer narrative:
This is the same event as 3010536692-2016-00670. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from mom complications left. Allegedly, the patient was revised due to the following mom complications: loose acetabular shell. (Left). Added hospital, lot number and implant/explant date.